Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38 mg/dl. The customer was treated for the low blood glucose with granola bar and a glass of milk. Customer¿s blood glucose level was 75 mg/dl at the time of the call. The customer declined troubleshooting for low blood glucose. The customer stated the insulin pump was damaged. Customer stated the display screen had a crack. The customer was advised a replacement will be sent and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. The test minilink transmitter communicated properly to the insulin pump. The blood glucose was enter 100 mg/dl and the blood glucose value was displayed on the sensor graph properly. No calibration error alarm or sensor error alarm anomaly noted. Insulin pump had cracked battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner, reservoir tube window and minor scratched display window.